Event description:
Boston scientific received information that this subcutaneous electrode was explanted due to poor placement (pleural space). Upon opening the pocket, there were signs of sub-optimal healing. The physician implanted a new electrode with the same subcutaneous implantable cardioverter defibrillator (s-ICD) device. The procedure went well and the pocket was cleaned out. The physician then took cultures and immediate results showed no infection. Then, after the cultures incubated, infection results were positive. The entire s-ICD was then subsequently explanted. No complications occurred from the procedure. The hospital retained the products. The patient was treated with antibiotics and given a life-vest. The patient will be monitored and re-implanted with a new system once the infection clears.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.